Event description:
It was reported that the implantable pacemaker was suspected to be depleting prematurely after clinical engineer received a replacement notification after patient visit with 11 months battery life remaining. This device is scheduled for replacement on 12/19. This device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker was explanted. A new pacemaker of the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that the implantable pacemaker was suspected to be depleting prematurely after clinical engineer received a replacement notification after patient visit with 11 months battery life remaining. This device is scheduled for replacement. This device remains in service. No adverse patient effects were reported.